Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, there was a lead impedance out of range alert, and the impedance trend on the rv (right ventricular) defibrillation coil was variable. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, and (B)(6) 2014. Max defib active can impedance varies between 79 ohm and 144 ohm throughout the record.

Event description:
It was further reported that the rv coil impedance had been varying over the past couple of weeks.

Event description:
It was reported that the right ventricular (rv) lead impedance warning triggered for high impedance and that the remote monitor transmission showed rv coil impedance out of range (oor.) Trends show a steady rise in impedance. It was also reported that the patient is being monitored and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.